Manufacturer narrative:
Subject device evaluation is anticipated, but not yet begun. This investigation is ongoing, and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that during evaluation foreign material was observed. It was further reported that this device was a loaner, and the last customer did not report any issue. There was no patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.